Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in two separate instances, intra-operatively, the thread broke while the surgeon was suturing using a running technique. A new strand was opened to complete the case.